Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on 05/05/2025 and an evaluation was completed. The testing revealed a cut on the inflation tube that caused the deflation. Inflation tube tears occur when the doctor does not ensure the closing of the "valve-hold" in the appropriate way. In these cases, if there is a kink in the inflation line the inflation tube could burst during the filling process. Closing the valve hold can prevent this problem from recurring. The risk is clearly stated in IFU label - to pay special attention for not causing kink in the inflation tube. The valve was designed with kink-resistant section of inflation tube; the addition of the valve hold protects the inflation tube from failing.

Event description:
The catheter has detached from the balloon. Impossible to place the balloon. The doctor placed another balloon on the same day.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The catheter has detached from the balloon. Impossible to place the balloon. The doctor placed another balloon on the same day.